Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 3389s-40; lot# va24g61; implanted: (B)(6) 2020. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported during a bilateral deep brain stimulation (dbs) implant for epilepsy, there were high out of range impedances (ranged from 4,048-32,200). The consumer received two leads in the anterior nucleus thalamus (ant) to treat epilepsy. There were no issues during the first lead being implanted (right hemisphere). During the second lead placement (left), high impedances were measured on the top contact #3 after the cannula/tube was pulled back to expose the lead. It was suspected that contact #3 was still in the left lateral ventricle. The hcp pushed the lead deeper and high impedances resolved. However, the deep position wasn¿t ideal for ant stimulation, so the hcp pulled the lead back to a more accurate placement, and the high impedances returned on contact #3 and #2; most dramatically on #3, but slightly elevated on #2. It was unknown what may have caused or lead to the issue. The actions/interventions and troubleshooting performed was the hcp attempting different depths of lead placement to correct, but the deeper placement with no impedance problems was not ideal for stimulation and therefore the issue wasn¿t resolved. The rep later reported that due to the lead placement for epilepsy there were high impedances (>2,000) when in monopolar configuration, and this was not due to a broken lead or open circuit, which labeling didn¿t address.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting multiple attempts to reposition the lead to a better location so the top contact(s) were not in the ventricle was done to resolve the high impedances. There was no ¿lack of ideal stimulation¿, this was only speculation by the neurosurgeon during stage 1 lead placement. The patient is not currently receiving effective therapy as the system has not been turned on yet.